Manufacturer narrative:
Tech found the bed in the engineering shop. The head section will not lower. The head section gas spring was leaking oil. Replaced the left and right head section gas springs ((B)(4)) to resolve this issue.

Event description:
Complaint alleged that the head section will not lower.